Manufacturer narrative:
Patient medications include: aspirin, carvedilol, doc-q-lase, fluzone, hydrocodone, losartan, metoprolol, plavix, polyethylene glycol, simvastatin, tamsulosin, and zocor. Additional device implanted and involved: pxc141200/04644297. (B)(4). A review of the manufacturing records for the device verified that theses lots met all pre-release specifications.

Event description:
On (B)(6) 2006, the patient underwent treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. On an unknown date, aneurysm growth 1.8cm was identified. It was reported no endoleak was identified. On (B)(6) 2016, the patient was implanted with four additional gore® excluder® aaa endoprostheses to reline the entire system as well as extend proximal from the trunk-ipsilateral leg component with an aortic extender component. No additional adverse events have been reported. The patient tolerated the procedure.